Event description:
It was reported that an obtryx transobturator mid-urethral sling system was implanted in (B)(6) 2007. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The exact implant date is unknown; however, it was reported to be in (B)(6) 2007.